Event description:
The patient reported on (B)(6) 2013 at 9:44 pm she activated a new pod and her blood glucose and insulin history is as follows: see scanned table. She drove herself to the emergency room; upon arrival she was admitted for diabetic ketoacidosis, dehydration and her mouth was extremely dry. She was then placed on intravenous insulin drip. The pod was discarded by the hospital staff.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed. See scanned page.